Event description:
Discordant urea nitrogen (bun), sodium (na), total protein (tp), thyroid stimulating hormone (tsh), pro b-type natriuretic peptide (pbnp), vitamin 12 (vb 12) and phosphorus (phos) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The patient samples were repeated on an alternate instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant bun, na, tp, tsh, pbnp, vb 12 and phos results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that the aliquot probe flush pump lost steps from home and the integrated multi-sensor technology sensor probe flush pump failed begin-run. The cse replaced multiple parts on the instrument. The cause of the discordant results is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.